Event description:
The pt's daughter reported her mother had suffered a stroke in (B)(6) 2012 and has not used or charged her scs system since then. The pt was no longer able to communicate with her ipg using either the programmer or charging system. The pt's daughter was told her mother may need a new ipg since it has been so long since she last charged. The pt's daughter just wants to leave the ipg in place, as her mother is not in a condition to undergo a surgical procedure.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.